Event description:
Pt had orthoscopic knee surgery for meniscus injury, was issued the knee immobilizer at hosp post-op. Pt , (B)(6) stated he went into the hospital for surgery, woke up with knee immobilizer already applied. He went home and rested as instructed, within the first day of being home he had pain and discomfort in his leg (thigh area). By the 2nd day the pain became worse and as instructed, went back into the hospital for treatment. Upon arriving to the hospital. They discovered he had a blood clot inside his leg. He was treated with blood thinners which caused internal bleeding in the area of the surgery followed by a hematoma on the 3rd day, post-op. Approx. 2 weeks after surgery and post bleeding treatment, the pt went to physical therapy and due to scar tissue and other factors.. He is stating that he has limited range of motion in his knee and cannot function like he did before the surgery. The pt is keeping the knee immobilizer as his evidence and did not want to return it.